Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device history record review could not be performed as the lot number was not provided. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported by the facility that surgeon had to convert to an open procedure, because the pump would not work due to a suspected cannula problem (it may not have been fully cannulated). Follow-up investigation: case was on (B)(6) 2014 for a rotator cuff. Surgeon was trying to use this cannula as an out-flow. No further issues have been reported related to this case. Further follow-up investigation: the device used in the case was with another manufacturer's pump. The surgeon stated that the cannula used during this incident on (B)(6) 2014 was not considered an issue at the time and was discarded, therefore, the cannulation of the device cannot be determined. Also, the facility had several lot numbers in it's inventory and it cannot be determined which lot was used.